Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation from the lifevest. The patient had a skin irritation on his sides and back. The area was described as red with bumps. The patient's doctor prescribed a cortisone cream. During a follow up, the patient reported that the irritation on his side was improving with use of the cream; however, the sore on his back, while improving, was still oozing. The final medical outcome of the sore is unknown.